Manufacturer narrative:
No lot numbers are available, and the product was not returned for investigation. It is unknown if corrective surgeries have taken place and if so, the outcome is unknown. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/extrusion is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Erosion is labeled in the product instructions for use (IFU) warning section. When used correctly as intended, the clinical benefit to the patient for the treatment of stress urinary incontinence outweighs this risk.

Event description:
Territory associate reports two erosion events using desara blue short suture. She states: "doctor has had two patients with vaginal mesh erosion two years after procedure." Cal-ds01bs was implanted in year 2017 - 2018. Surgical approach was tot outside-in. Patients are experiencing pain and surgeon is planning to replace the slings. Corrective surgeries dates are unknown. This submission is MDR 1 of the 2 reported adverse events of erosion.